Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that when the unit was starting to power down its display back light was intermittent and it was further noted that the red wire on the display was pinched and compromised. The log data additionally noted that four stuck buttons were detected and four recovered, indicating that the device was functioning normally. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
The external pulse generator was returned in accordance with instructions affiliated with the current corrective field action and su bsequently tested out of specification during manufacturer's analysis. There was no patient involvement.